Event description:
Proximal component appears too large in size to assemble with distal staple. Additional component was opened for usage. There was no adverse consequence for the pt or delay in surgery or anesthesia time.